Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-29. H.6. Investigation summary: material #: 364953. Lot/batch #: 3005271. Bd received (B)(4) samples and (B)(4) photo for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for needle - holder separation was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of needle - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle - holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit transfer straw is loose. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that the needle portion of the transfer straw included with the bd vacutainer urine kit from lot 3005271 were found to be loose and create a safety hazard (item (B)(4).

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit transfer straw is loose. This event occurred five times. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that the needle portion of the transfer straw included with the bd vacutainer urine kit from lot 3005271 were found to be loose and create a safety hazard (item 364953)."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.